Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus. During troubleshooting with tandem's technical support, the customer disconnected the luer lock connection, primed the patient line, and confirmed seeing insulin coming out of the patient line. The customer loaded a new infusion set tubing, filled tubing, and reported that insulin was not moving through the new infusion set tubing. Reportedly, the customer loaded a new cartridge successfully to address the reported event. The customer stated that the cartridge was filled with over 300 units. The customer's blood glucose (bg) level was elevated with trace ketones; however, the exact bg value was not provided. The bg level was addressed with a manual injection.